Event description:
The device was returned to the manufacturer for analysis. Review of device registration records reveals patient expired in 2004. A follow-up report will be sent if additional information becomes available.